Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical japan evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, self-test in rescue and non-rescue mode without duplicating the report. The device will be recertified and returned to the customer. No trend is associated with reports of this type.